Event description:
During an atrial fibrillation procedure, the amplifier was restarted five times. An error message was noted stating: "927 ¿ fatal memory error 929 ¿ fatal mca error" and the case was cancelled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported error message and subsequent cancellation remains unknown.